Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt205 adult breathing circuit was leaking air at the water trap, 3 hours after use with a servo ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the expiratory limb of the complaint rt205 breathing circuit was returned to fisher & paykel healthcare (B)(4). The device was pressure tested and submerged in a water bath to test for leaks. Results: the pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: the leak was caused by a failure in the seal between the water trap bowl and lid. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. The user instructions for rt205 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).